Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a common bile duct stone performed on (B)(6) 2025. During the procedure, when the dilatation balloon was used to dilate the stricture of the common bile duct, the balloon leaked gas without pressurization, and the balloon was damaged after examination. The procedure was completed with another cre wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damage.

Manufacturer narrative:
Block h2 (additional information): block a1 (patient identifier), b5 (describe event or problem), and h6 (deivce codes) have been updated. Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a common bile duct stone performed on (B)(6) 2025. During the procedure, when the dilatation balloon was used to dilate the stricture of the common bile duct, the balloon leaked gas without pressurization, and the balloon was damaged after examination. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received august 5, 2025*** when using an expanding balloon to dilate the stenosis part of the common bile duct, the balloon began to leak before any pressure was applied. It was found that the balloon had already burst.